Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block could not be conclusively determined. Per the IFU, av block is a known risk during the use of this device.

Event description:
During an ablation procedure, heart block occurred. During the procedure, the patient with challenging anatomy was converted from light conscious sedation to general anesthesia. Ablation was performed in the cavo tricuspid isthmus and block was successfully achieved near the tricuspid valve. When an additional lesion was attempted on the ventricular side, the patient developed heart block and a junctional escape rhythm of 40 bpm. The last ablation lesion appeared to be in the region of the slow pathway. Corticosteroids were administered and the procedure continued after transseptal access was obtained. All four pulmonary veins were ablated over the next several hours, at which time it was noted av conduction was spontaneously restored. The patient was discharged in a stable condition with no further intervention required. . The physician believed the patient¿s weak anatomy may have contributed to the event as there were no performance issues with any abbott device.